Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s wearable failed. It was the patient¿s last sensor and therefore, she could not insert a new one as she was out of supplies. It was also reported the patient was not using a bg meter as a back-up after the wearable failed. The patient was wearing a tandem insulin pump. Approximately 12 hours later, the patient was found unconscious by her roommate. It was reported the patient was in a ¿diabetic coma¿. Ems was called and once they arrived, the patient¿s bg meter reading was 39 mg/dl. The patient was transported to the ER and was treated with a glucagon injection and oral dextrose glucose tablets. It was not specified when the patient regained consciousness during this event. The patient was discharged home from the ER after approximately 4 hours. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.